Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the clinic after receiving several shocks. The device was found to be in back-up vvi. Normal device function was restored and an increase in the capture threshold between follow-up was noted. The lead was explanted.